Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure, performed on (B)(6) 2020. According to the complainant, it was noticed that the seal attached in the sterile pouch was opened upon inspection. The packaging seal was stuck on the pusher. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.